Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, the customer stated when the pump is connected to a power source to turn the screen on, the pump unexpectedly reset multiple times. Customer reported blood glucose level was 365 (mg/dl). A manual injection via insulin pen was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.